Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 2 opened/used reservoirs, performed pre-fill all reservoirs per specifications, reservoirs passed inspection no air bubbles anomaly was found during analysis. Checked o-ring for defects and none was found.

Event description:
It was reported that the customer had unusual difficulty getting the air bubbles out of the reservoir and experienced some erratic blood glucose levels. The blood glucose reading was 287 mg/dl. The customer stated that he observed a big bubble in the reservoir during a reservoir change, then noted a bunch of air bubbles in the new reservoir even after the replacement. He stated that the bubbles were larger than the size of soda bubbles. Advised the customer to store the insulin at room temperature, since he stated that he kept the insulin in the refrigerator. Nothing further reported.